Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up, monitor hot) was confirmed. As received, the monitor would not power on. Upon evaluation, there was extensive damage on the computer/analog (ca) board. The cause of the damaged was high voltage energy from the defibrillator board directed to low voltage circuitry on the ca board. Due to the extent of the damage, the root cause of the high voltage energy directed to the ca board cannot be positively identified. Device evaluation of electrode belt sn (B)(4) was completed. The reported problem (unable to re-baseline patient) was confirmed. As received, the belt failed the ECG functional fall-off test on both ECG channels. The cause of the test failure and inability to baseline the patient was a thermally damaged esd 700 on the distribution node pca. The component damage was caused by the high voltage energy from the damaged monitor. No adverse event resulted from the damaged monitor or electrode belt. Device manufacture date: monitor - 12/23/2014. Electrode belt - 06/04/2015.

Event description:
A us distributor returned monitor sn (B)(4) and belt sn (B)(4). The distributor indicated that while being used by a patient, the monitor made a "pop" sound, started smoking and was hot. The patient was issued a replacement monitor. The electrode belt was unable to complete a baseline recording with a replacement monitor and was also replaced.